Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the power button was not reacted even when pressed hard. The device's keypad led board was replaced to address the issue. In addition, the device's front enclosure the front enclosure, the rear enclosure and the flow sensor assembly were replaced due to damage. The technician performed repair test, alarm test, battery test, run in tests and cleaning then confirmed the unit operated properly, and software was checked.

Manufacturer narrative:
The manufacture previously reported a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the power button was not reacted even when pressed hard. The device's keypad led board was replaced to address the issue. In addition, the device's front enclosure the front enclosure, the rear enclosure and the flow sensor assembly were replaced due to damage. The technician performed repair test, alarm test, battery test, run in tests and cleaning then confirmed the unit operated properly, and software was checked. The keypad led board was evaluated by the manufacturer's product investigation laboratory (pil) and found the keypad led board functioned as designed and operated without issue or error codes.